Event description:
It was reported that the user experienced difficulty during a cartridge change on the ilet, initially attempting to attach the luer connector before inserting the cartridge, which led to an alert (alert 36) and interruption in insulin delivery; after a rewind and correct loading, the tubing and cannula were filled and the pump resumed operation, with the user¿s blood glucose rising to 228 for about 30 minutes and no back-up therapy used. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a failure to infuse associated with an electrical/electronic component issue involving the motor, consistent with the alert that cleared upon restart. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.